Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during self test, due to faulty remote frequency board. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It was reported the customer received a failed selftest alarm. Customer's blood glucose was 150 mg/dl. The customer also reported the alarm occuring during normal use. Customer also stated their temp basal was not programmed before the alarm occurred. Customer was advised their insulin pump needed to be replaced. No additional information provided.